Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2018 with blood glucose of 755 mg/dl and 787 mg/dl and then rose to over 800 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, and was treated with insulin. It was also reported that insulin pump received pump error alarms and was not able to upload to carelink, insulin pump is not expected to return for failure analysis.